Event description:
It was reported that the charge pak and the service wrench icons were displayed and the device would not power on. There was no patient involvement during the reported event.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.